Manufacturer narrative:
The customer¿s report of ¿remifentanil infusion over infused 25ml to an infant patient¿ was not confirmed. The last infusion of remifentanil was programmed at 6:49:45 pm on the date of incident 05 march 2019. This program was stopped by user at 8:39pm on 05 march 2019. Prior to programming, the primary volume infused on suspected syringe module was 29.25ml. After the completion of the infusion program of incident medication, total primary volume infused on syringe module was 38.7191ml ¿ total pvi on syringe module = 38.7191ml ¿ initial pvi on syringe module prior to programming of incident medication = 29.25ml ¿ pvi of incident medication infused after infusion program which included multiple vtbi changes (see table above) = 38.7191ml ¿ 29.25ml = 9.4691ml which is slightly over what was initially set at 9ml vtbi there were no obvious programming errors that would result in the reported event. The returned syringe module s/n 14673543 was tested for accuracy through asm (version 9.8.1), plunger force accuracy, barrel clamp accuracy test, and plunger position accuracy test; each resulted in the device working to specification. The root cause was not identified.

Event description:
It was reported that a primary infusion of remifentanil 50mcg/ml with a vtbi of 50ml in a 60ml syringe titrated between 0.3-0.5mcg/kg/min over infused 25ml to an infant patient. The device was found to be programmed correctly. The customer stated that there was no patient harm caused by the event.

Event description:
It was reported that a primary infusion of remifentanil 50mcg/ml with a vtbi of 50ml in a 60ml syringe being continuously titrated between 0.3-0.5mcg/kg/min over infused 25ml to an infant patient. The device was found to be programmed correctly. The customer stated that there was no patient harm caused by the event.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient age and dob requested but not provided, however, the customer stated that the patient was an infant.

Event description:
It was reported that the remifentanil infusion over infused 25ml to an infant patient. The device was found to be programmed correctly. The customer stated that there was no patient harm caused by the event.